Event description:
It was reported that during the procedure, after pre-dilating a moderately calcified, 95% stenosed, de novo lesion in the moderately tortuous mid left anterior descending (lad) coronary artery with an unspecified 1.5x8 balloon inflated to 10 atmospheres (atm), a 2.75x18 xience v rx stent delivery system (sds) was advanced to the lesion against resistance and the stent was deployed without issue at 16 atm when a distal edge dissection occurred. The sds was withdrawn without resistance. A 2.75x12 xience v stent was advanced and deployed, successfully covering the dissection. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.